Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and a posterior leaflet flail for a mitraclip procedure. One mitraclip xtw was implanted on mid a2/p2 (anterior 2 and posterior 2 leaflet segments). The final mr grade was 1. On (B)(6) 2025 a single leaflet device attachment (slda) was observed during a follow-up transthoracic echocardiogram (tte). T he clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The posterior leaflet was suspected to have torn. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. One mitraclip ntw was implanted medial to the first clip and one mitraclip xtw was implanted lateral to the first clip. The final mr grade was 2. Per the physician the leaflet damage was due to the clip.